Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Troubleshooting was performed and found cracks in the cartridge, and the occlusion coming from the cartridge. There was no impact to customers blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.